Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00367 and manufacturer report #3005099803-2014-00368 for the associated device information. It was reported to boston scientific corporation that a two resolution clip devices were used in the stomach during an upper gastrointestinal endoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip was difficult to release from the delivery catheter. The physician tugged on the handle and the clip released from the catheter. The second clip was used and the same issue occurred. The physician noted device fragments in the patient¿s stomach and the fragments were not removed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The physician reported there was no patient harm as a result of the event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.